Event description:
It was reported that the patient underwent cesarean section on (B)(6) 2014 and suture was used. Within 12 hours post-operatively, the patient experienced a wound dehiscence. The patient was taken back to the or to close the incision. During the procedure, it was noted that the suture broke in the middle of the suture. Additional information has been requested.

Manufacturer narrative:
Conclusion: representative sample was returned for evaluation. The sample was visually and functionally examined for strength and the sample met requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Patient experienced a fascial dehiscence.